Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found insulation degradation breaching the outer insulation from the connector pin.

Event description:
This report is to advise of an event observed during analysis.